Event description:
It was reported that the customer was unable to turn the pump on with the wake button. As a result, the customer experienced a blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed bg with a manual injection. During troubleshooting with tandem technical support, it was found that the wake button was working appropriately, and the customer was able to turn the display on and access pump features when not plugged into the power source. The customer acknowledged that the pump was functioning as intended and continued using the pump for insulin therapy.